Event description:
Twenty-six week breech delivery with apgars 6/8. Pulse oximeter and electrodes placed right foot of infant. Pt immediately transferred to nicu and electrodes moved. Skin to right foot sloughed off.